Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the pt complains of pain and swelling that started a few weeks after the surgery. She feels that her knee is not ¿right¿. She has difficulty moving her knee and walking. Pt states that there is ¿popping and movement¿ in her knee. A nuclear bone phase scan has shown loosening of the knee cap and possible injection. Her surgeon has diagnosed her with prosthetic joint failure. She is scheduled for a revision surgery on (B)(6) 2012. Pt would like to know if her implants have been subject to recall.